Event description:
It was reported that during an unspecified procedure, the balloon ruptured. Vascular access was obtained via the right femoral artery. The 90% stenosed, 3.5x35mm de novo target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca) with a significant bend between 45 to 90 degrees. The 15mm x 3.0mm quantum maverick was advanced to the lesion and inflated but ruptured. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. A magnified inspection revealed no damage. A .014" guidewire was inserted into the tip and advanced through the lumen. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during an unspecified procedure the balloon ruptured. Vascular access was obtained via the right femoral artery. The 90% stenosed, 3.5x35mm de novo target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca) with a significant bend between 45 to 90 degrees. The 15mm x 3.0mm quantum maverick was advanced to the lesion and inflated but ruptured. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient¿s condition is stable.